Event description:
It was learned that the patient with a st. Jude trifecta valve expired on (B)(6) 2026 due to tachyarrhythmia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).